Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found rust on the charged coupler device. Based on the results of the investigation, it is likely that the cause was traced to component failure. A definitive root cause cannot be identified. A device history record review revealed no issues that could have caused or contribute to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a cut on the cord. This event was found in reprocessing. There are no reports of patient involvement.